Manufacturer narrative:
(B)(4). Concomitant medical products: kne-segmental-bearings-unk; p/n: unk, l/n: unk. Kne-segmental-assemblys-unk; p/n: unk, l/n: unk. Kne-segmental-femorals-unk; p/n: unk, l/n: unk. Report source - foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04289, 0001825034-2019-04351. Product location is unknown.

Event description:
It was reported that the patient has underwent an initial arthroplasty on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.